Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump as the device had inflation issues and automatic deflation upon initial activation at the first follow up appointment. The patient went to the hospital two times to assess the device, once with the physician and once with the sales representative, both of the visits concluded the ipp was defective. The patient alleged being physically and emotionally affected as help was needed to complete daily tasks due to emotional instability; this situation led to depression and insomnia which has been handled with phycological and psychiatric treatment. The patient also mentioned not being able to have intercourse for over a year due to the mechanical issues. It was also reported that the patient presented a painful dorsal induration of about 1.5 cm around 3 months after implant. The cause for the induration was not determined. A replacement surgery was performed in which the existing cx ipp was removed and replaced with an lgx ipp model. Following the healing period of 4 weeks, the patient indicated being dissatisfied due to a reduction on penis length. During a follow up visit with the physician, no device issues or serious injuries were noted. It was indicated that the patient was overweight and this prevents to obtain a good size impression as the penis will look shorter. The patient was stable and the new device inflated successfully after activation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump as the device had inflation issues and automatic deflation upon initial activation at the first follow up appointment. The patient went to the hospital two times to assess the device, once with the physician and once with the sales representative, both of the visits concluded the ipp was defective. The patient alleged being physically and emotionally affected as help was needed to complete daily tasks due to emotional instability; this situation led to depression and insomnia which has been handled with phycological and psychiatric treatment. The patient also mentioned not being able to have intercourse for over a year due to the mechanical issues. A replacement surgery was performed in which the existing cx ipp was removed and replaced with an lgx ipp model. Following the healing period of 4 weeks, the patient indicated being dissatisfied due to a reduction on penis length. During a follow up visit with the physician, no device issues or serious injuries were noted. The patient was stable and the new device inflated successfully after activation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump. A surgical procedure was performed in which the existing cx ipp was removed and replaced with an lgx ipp model. Following the healing period of 4 weeks, the patient indicated being dissatisfied due to a reduction on penis length. During a follow up visit with the physician, no device issues or serious injuries were noted. The patient was stable and the device inflated successfully.